Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that artifacts were found in the device recorded data. This caused the patient to question the reliability of the device. The device remains in use. No patient complications have been reported as a result of this event.